Manufacturer narrative:
Product complaint # : (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? When event occurred pre op before use on patient ? Or intra op during use on patient? Did the broken needle piece fall into patient? If yes, was it retrieved? And how? If not, does it remain in patient and what location? Any patient consequence / ae outcome as a result of the event report? Was procedure completed successfully? And how? Any medical/surgical intervention done or planned on patient to remove the needle piece? Patient current condition?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. It was also reported that the needle breakage occurred. Additional information has been requested.